Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 27.0 or 28.0 mmol/l and 4. "Something" (mmol/l) within 10 minutes on the aviva system. No actions taken based on device results. On a different date, customer reported "odd" and her speech was "gone" so her daughter called paramedics. Customer tested 7.2 mmol/l on the aviva system; 30 minutes later paramedics tested her on the professional meter and the result was 1.4 or 1.2 mmol/l. Customer received professional medical treatment, but does not recall what treatment she received. Paramedics left once customer's blood glucose reached "about" 5 mmol/l. Requested return of suspect device.